Event description:
A malfunction alarm identified as malfunction code 24 was reported, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump with instructions on returning the defective one.